Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was sleeping at the time of the shock. A review of the episode showed noise artifact and baseline shift consistent with the an issue at the sense b node. The device was programmed to the primary vector at the time of the shock. Troubleshooting was performed but the noise artifact could not be reproduced. The vector was reprogrammed to secondary, which showed proper r-wave amplitudes and sensing. It was also reported that the device emitted beep tones during the interrogation and troubleshooting. Engineering review of he device data confirmed normal operation with no error or faults recorded. The device beeped 14 times after a benign reset, which was normal after a firmware update, had occurred. There was also a series of four pings during a session, consistent with demonstrating tones, and later two separate instances of a single ping, which was expected when starting a programmer session. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service.